Event description:
It was reported that the customer¿s pump screen was dark and would not turn on. The customer¿s blood glucose level was 352.8 mg/dl, which was reported within the normal range. Technical support decided to replace the pump, and the customer would use a multiple daily injections method as backup to ensure continued insulin delivery. The customer received instructions on putting the problematic pump into storage mode and returning it with a prepaid label within ten days.